Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evprop34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the procedure was performed via the right femoral approach with a pre-shaped non-medtronic guidewire. Two pre-implant balloon aortic valvuloplasty's (bav) were performed due to severe calcification using a 25 millimeter (mm) non-medtronic semi-complaint balloon. Upon fluoroscopic inspection of the delivery catheter system (dcs), there was no evidence of misloading. The cusp overlap technique with commissural alignment was performed. Upon 80% deployment, an infold was observed. The medical team decided to proceed with full deployment of the valve as the valve depth was appropriate at 3 mm. Following full deployment, the infold was clearly observed and a post-implant bav was performed using a 26 mm non-medtronic balloon to resolve the infold. The post-dilatation appeared to have partially resolved the infold; however, the infold was still evident on the lower portion of the valve. A transesophageal echocardiogram (tee) was performed that revealed moderate paravalvular leak (pvl) and a mean gradient of 2 millimeters of mercury (mm hg). No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated image review: nine media files were provided for review of the event. Fluoroscopic valve load inspection was performed and a misload is suspected as a crown overlap appears to reach node 4; however, it is difficult to confirm. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. In this case, the valve was used for the implantation. A pre-implant balloon dilation was performed prior to the valve implant. During the valve implant attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. The infolded valve was released, which required a post-implant dilatation. The post implant dilatation was performed; however, the final angiogram revealed residual infolding at the inflow level of the valve frame; however, it is not possible to assess the degree of aortic regurgitation/paravalvular leak. There is no evidence of any further intervention. The patient¿s executive summary was provided for anatomical review. The patient appeared to have a moderately calcified possible bicuspid aortic valve with an annulus perimeter that measured 83.4 mm with a perimeter derived diameter of 26.5 mm suggesting a 34 mm valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: nine media files were provided for review of the event. Fluoroscopic valve load inspection was performed and a misload is suspected as a crown overlap appears to reach node 4; however, it is difficult to confirm. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant. During the valve implant attempt, an infold was evident. The infolded valve was released, which required a post-implant dilatation. The post implant dilatation was performed; however, the final angiogram revealed residual infolding at the inflow level of the valve frame; however, it is not possible to assess the degree of aortic regurgitation/paravalvular leak. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that, per the physician, the infold was possibly attributed to the patient¿s native bicuspid valve with the right coronary cusp (rcc) and left coronary cusp (lcc) being fused, as well as calcification below the lcc and non-coronary cusp (ncc). No treatment was provided for the paravalvular leak (pvl).